Manufacturer narrative:
The pt weighing was admitted during the index procedure for an emergent case due to an (ami) acute myocardial infarction. The pt's medical history consists of hypertension and lipid metabolism abnormality. The target lesion was middle circumflex coronary artery and middle left anterior descending artery. For the middle circumflex coronary artery, the vessel was a de-novo, eccentric and calcified lesion, and total occlusion. Aha/acc classification of the vessel type was type c. The lesion length was 25 mm and vessel diameter was 2.5 mm. For the middle left anterior descending artery, the vessel was a de-novo, eccentric and calcified lesion. Aha/acc classification of the vessel was b2. The lesion length was 20 mm and vessel diameter was 2.25 mm. For the middle circumflex coronary artery, pre-dilatation was conducted with an unk brand balloon (2.5/18 mm) at 10 atmospheres for 15 seconds. The first cypher (2.5/18) was implanted at 12 atmospheres for 10 seconds. A taxus (boston scientific, 2.5/12) was implanted overlapping the first cypher stent at 10 atmospheres for 10 seconds. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual stenosis was 0%, but there was unrteated (cto) complete total occlusion lesion at the posterior descending artery. The timi flow before the procedure was 0 and 2 after the procedure. The act was 366. Sixteen days after the index procedure, the pt underwent an elective procedure to treat the middle left anterior descending artery. Pre-dilatation was not conducted. A cypher (2.5/23 mm) was implanted at 8 atmospheres for 20 seconds. Post-dilatation was conducted with an unk brand balloon (2.25/8 mm), for distal portion of the stent at 18 atmospheres for 15 seconds, and for the middle section 22 atmospheres for 15 sec. Post dilatation at proximal portion of the stent was conducted with a balloon (3.0/9 mm) at 22 atmospheres for 15 sec. Intravascular ultrasound (ivus) was conducted. The residual stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. This is the first of two prods involved in this prod malfunction, which is associated with mfg report # 9616099-2008-02098. This device is similar to us cypher.

Event description:
This pt experienced sub-acute thrombosis leading to ther death following implantation of 2 cypher foreign stents. Medical history included hypertension and dyslipidemia. During the initial procedure, a 2.5/18 mm cypher and 2.5/12 mm taxus were implanted in the pt's mid circumflex. The target site was described as a type c lesion: calcified, totally occluded, 2.5 mm rvd and 25 mm lesion length. The cypher was implanted at 12 atm (the taxus was implanted at 10 atm proximal to the cypher); no post-dilatation was done. Ivus demonstrated no residual stenosis in the stented segment (timi flow increased for 0 to ii) but there remained an untreated cto distal to the segment. She was discharged on asa and plavix. Approx 2 weeks later, she returned for elective treatment of her lad (proximal segment). The target site was described as a type b2 lesion: calcified with 2/25 mm rvd and 20 mm lesion length. A 2.5/23 mm cypher was implanted at 8 atm and post-dilated at a maximum of 22 atm. Ivus demonstrated no residual stenosis and timi iii flow was maintained. One week later, the pt complained of chest pain and went into cardiopulmonary arrest. Angiography identified thrombus in all of the stents. Treatment included aspiration and balloon dilatation but "after the treatment for the thrombus, her vessel flow got improved temporarily, but she passed away in the hosp". It was the physician's opinion that "the possible cause of the thrombotic event was that the pt got dehydrated because of furosemide (20 mg/day, 2008 approx) and outwork. The cause of the death was heart failure."